Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, chronic totally occluded, proximal, left anterior descending (lad) artery using a re-sterilized unspecified floppy guide wire, predilatation was completed with a 2.0 x 15 mm unspecified balloon dilatation catheter (bdc) at 12 atmosphere (atm). The 2.5 x 23 mm xience v stent delivery system (sds) was attempted to be advanced but could not cross the lesion due to distal anatomical plaque. Additional predilatation of the lesion was completed and the same xience v sds was advanced but still could not cross the lesion due to the plaque; it was noted the sds separated. All portions of the device were removed from the anatomy on the guide wire without reported issue. A clinically significant delay was reported, however, there was no reported adverse patient effect or intervention performed. The patient was eventually treated medically without additional stent or ballooning to complete the procedure. There was no reported adverse patient effect or sequela. No additional information was provided.

Manufacturer narrative:
(B)(4) - re-insertion. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.